Manufacturer narrative:
(B)(4). Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a severely calcified lesion. No damage noted to device packaging and no issues removing the device from the hoop / tray. The device was inspected and negative prep performed with no issues noted. During the procedure, the device passed through a previously implanted stent. It was reported that resistance was encountered when advancing the device. The device was reported to have failed to cross the target lesion and stent deformation in vivo during positioning was reported . Stent struts were reported as bent. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: numerous kinks were evident on the hypotube and transition tubing. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to a number of the mid stent wraps with struts raised. Slight deformation was evident to the distal tip. A 0.015 inch mandrel could not be loaded through the inner lumen due to hardened blood/contrast. If information is provided in the future, a supplemental report will be issued.